Event description:
It was reported to philips a flow waveform rises to upper at exhalation then falls at inhalation. There was a patient on the device at the time the issue was discovered. There was no patient or user harm, nor a delay to therapy reported due to this failure. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The service engineer reported that the phenomenon was not duplicated despite run testing. The se performed an inspection against the reported phenomenon; the result was that no anomalies were found. It was then noted that while evaluating the device, when a value was set to 120 slpm on an airflow volume accuracy test (accepted range was from 107.4 to 132.6 slpm inclusive), a measured value was 133.01 slpm. As a result, the flow sensor assembly was replaced. A gas delivery system (gds) was returned to philips for failure investigation. The root cause was failure of both air and o2 flow sensors, in both cases caused by u1 drifting out of calibration.